Event description:
Healthcare professional reported, left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28/may/2024.

Event description:
Healthcare professional reported left side "rupture". Healthcare professional later reported "capsular contracture, baker grade IV". Device has been explanted and replaced.

Event description:
Healthcare professional later reported "capsular contracture, baker grade IV".

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and capsular contracture was requested on may 16, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed.